Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: 2017-(B)(6)explanted: product type lead product ID 977a275 lot# serial# (B)(4) implanted: 2017-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional reiterated that the patient injured their neck and the stimulator fol lowing a fall. The patient had pain at their neck and the ins site. The patient had a surgery to 'pull the wires' up and since the procedure the patient was feeling pain in their shoulders where the leads are located as well as a shocking sensation. The patient was not currently using the ins and wanted it removed. MRI compatibility guild lines were provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient had painful stimulation following a very bad fall in which they landed on their back about 2 weeks ago. The issue occurred suddenly. The patient went to their doctor and was given pain medication due to the fall but they did not check the stimulation and the patient did not tell their doctor that the stimulation was causing the pain. When they lean back the pain feels like lighting. When they lay on their side the stimulation is tolerable but when they lay on their back it is uncomfortable. With the stimulation on, sitting is uncomfortable, standing is tolerable but it hurts when they sit up real straight or stand real straight. Their stimulation was too high about 2 days ago. During the call the patient noted that they used to have adaptive stimulation on and they want to turn it back on. They would like to decrease the stimulation. They used their programmer to decrease program c to 0.0 volts but it was still uncomfortable. It feels like lightning. They verified that the lightning bolt was not showing in the left hand corner which indicated that it was powered off. The patient would call their doctor. No further complications were reported/are anticipated.